Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, the patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) was permanently removed. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025 due to peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula (avf). A peritoneal effluent fluid culture was collected and was positive for methicillin resistant staphylococcus aureus (mrsa). Additionally, hematological studies revealed the patient was also suffering from mrsa bacteremia. The patient was treated with vancomycin 1000 mg 3 times a week for 8 days (route not provided), and the patent received a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd permanently. Although the timeline is unclear, the patient¿s pd catheter was removed due to omental wrapping, and he began undergoing hd for rrt. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn did not provide the cause of the peritonitis and bacteremia, however there was no indication a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Following discharge, the patient began undergoing outpatient hd without any known issues.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula, which warranted hospitalization, antibiotic therapy, the placement of a hd catheter, and transition to hd for rrt. The etiology of the serious adverse events is unknown; however, there was no indication the serious adverse events were related to a fresenius device(s) and/or product(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there were no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, the patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) was permanently removed. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2025 due to peritonitis, bacteremia, and a chronically thrombosed right upper extremity arteriovenous fistula (avf). A peritoneal effluent fluid culture was collected and was positive for methicillin resistant staphylococcus aureus (mrsa). Additionally, hematological studies revealed the patient was also suffering from mrsa bacteremia. The patient was treated with vancomycin 1000 mg 3 times a week for 8 days (route not provided), and the patent received a hemodialysis (hd) catheter (not a fresenius product) in order to transition to hd permanently. Although the timeline is unclear, the patient¿s pd catheter was removed due to omental wrapping, and he began undergoing hd for rrt. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn did not provide the cause of the peritonitis and bacteremia, however there was no indication a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Following discharge, the patient began undergoing outpatient hd without any known issues.